Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Information was received stating that the pre-close technique was not used. It should be noted that the proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. In this case, the absence of pre-close technique used would not have contributed to the reported suture malposition. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an interventional ablation procedure using a 8.5f sheath. Reportedly, when the plunger was removed, the suture came out with it. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.